Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient connects to the power module pump stops are noted. X-rays of the distal driveline revealed possible areas of concern. On (B)(6) 2015, the manufacturer's technical services performed a distal end percutaneous lead (driveline) repair and replaced approximately 10 inches of the driveline from the connector. After the repair, the patient was placed on a regular patient cable and there was no reoccurrence of the alarm. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The reported alarms and pump stoppages were confirmed via evaluation of the returned portion of the driveline. A section of the driveline approximately 8.5 inches long was returned for evaluation. Examination of the driveline found breakdown of the braided shield at the terminus of the connector bend relief. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the green wire insulation at the terminus of the connector bend relief and the majority of the inner conductors had fractured. The remaining wires appeared unremarkable. The exposed conductors of the green wire would have allowed a short to shield via the braided shield while the system was operating on the power module. The short would have resulted in the alarms and pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. No further information is available. The manufacturer is closing its file on this event.